Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. About three weeks after the implant procedure, the patient died. The cause of death is unknown. It was noted that the patient was a dialysis patient. Bsc is continuing its efforts to obtain additional details surrounding this event.